Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the knobs moved and were loose at the same time, all four encoder nuts were loose. It was noted that the output connector and the lower case were both broken. It was noted that the encoder assembly, one knob and one case screw were all contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knobs of the external pulse generator (epg) moved and were loose. It was noted the observations were atypical for the device. The epg was returned for repair. There was no patient involvement.